Manufacturer narrative:
On 9-feb-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the vizigo¿ sheath valve was broken and leaking blood. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. The hemostatic valve where the catheter is introduced was broken. The medical team was unable to confirm if the hemostasis valve (gasket) dislodged inside the hub, but blood was leaking out of it and air was introduced during suction. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was replaced. No treatment was required. Blood wasn¿t returned due to air was seen during the process of aspiration with the syringe at the hub. The approximate volume of blood that was lost was almost 50cc. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. Due to the finding, the complaint was investigated thru an escalation process. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the vizigo¿ sheath valve was broken and leaking blood. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. The hemostatic valve where the catheter is introduced was broken. The medical team was unable to confirm if the hemostasis valve (gasket) dislodged inside the hub, but blood was leaking out of it and air was introduced during suction. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was replaced. No treatment was required. Blood wasn¿t returned due to air was seen during the process of aspiration with the syringe at the hub. The approximate volume of blood that was lost was almost 50cc. Hemostatic valve leak is MDR-reportable.